Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii log file for review due to low flow alarms. Technical service reviewed the file and replied to the customer. The log file contained approximately 23 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. There was one loss of external power event ¿ per the log file timestamp lasting at most 8 hours. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. No product was returned for evaluation. The reason for the loss of external power could not be determined from the log file. Multiple requests for additional event information were sent to the customer; no additional information was received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but not provided. No UDI statement. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power alarm while on the mobile power unit (mpu) was noted on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted.